Manufacturer narrative:
(B)(4). This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "implantation feasibility, procedure-related adverse events and lead performance during 1-year follow-up in patients undergoing triple-site cardiac resynchronization therapy: a substudy of trust crt randomized trial." Journal of cardiovascular electrophysiology. (B)(6) 2012;23(11):1228-1236.

Event description:
A journal article was reviewed that contained information regarding this device. The patient developed "infective endocarditis." The device was removed. Further follow up did not yield any additional information. No patient complications have been reported as a result of this event.